Event description:
It was reported that a tip fracture occurred. A tip fracture was observed when the 6f runway guide catheter was removed from the package during preparation. Another same device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. The device was visually and microscopically examined. Inspection of the hub, strain relief, shaft and tip revealed a kink in the shaft 1.5cm proximal of the tip. Inspection of the remainder of the device found no other damage or defect. Product analysis confirmed the reported event as the tip was kinked.

Event description:
It was reported that a tip fracture occurred. A tip fracture was observed when the 6f runway guide catheter was removed from the package during preparation. Another same device was used to complete the procedure. No patient complications were reported.